Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), implanted: (B)(6) 2021, ubd: 01-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine, dilaudid (hydromorphone), and unknown baclofen via an implantable pump for spinal pain indications. It was reported that the patient went to do a refill session today, and when the manufacturer representative (rep) interrogated the pump, they saw a message that said "device alerts, loss of therapy, pump is stopped, 877 hours and 15 minutes, potential underdose of pump, MRI has just been performed, wait 20 minutes." Caller stated the patient had an MRI last month, and they never got the MRI checked on. Their healthcare provider (hcp) interrogated the pump, and it started alarming. The rep called back and stated that the hcp interrogated the pump today and the pump logs are still not showing that a motor stall recovery had occurred. Caller stated that there had been some volume discrepancy at the refill. Rep conferenced hcp to inquire if there was a volume discrepancy worth 36 days of fluid. Physician did not have the numbers but stated that "it was not that much." Physician stated that it was typical for the patient to come in with some volume discrepancy. Hcp stated that, for example, if the programmer says there are 2ml, they would aspirate 4-5ml. Phy sician stated that they knew the pump was infusing due to their clinical knowledge. Patient was not having any symptoms at this time. Caller also mentioned that the patient had catheter issues in the past. Physician stated that they were planning on doing a roller study. A week later, the rep called again and stated the motor stall recovery still had not occurred. The hcp felt that patient had an increase in symptoms. Programmed a single bolus of 40 mcg over 2 min under fluoro and was unable to view movement of the rotor. Hcp plans to replace the pump and catheter at a later date.